Manufacturer narrative:
The field service engineer (fse) found that the stabilyse line coming from the diff mixing chamber was detached. He replaced the stabilyse line that fixed the leak and corrected the diff vote out. Upon recur the failure mode identified; is likely to generate erroneous diff results due to improper dilution and/or delivery of stabilyse to the diff mix chamber. (B)(4).

Event description:
The customer called stating she is getting diff vote outs on the lh750 instrument. While troubleshooting for the diff vote outs she noticed a leak. The volume of leak was about 10mls and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.